Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. The repair request was escalated to a product event due to the return of the part in less than 90 days from the purchase or repair. On follow up, it was confirmed with the health care professional that there was no patient or staff impact and procedure had occurred in the spinal surgery.

Manufacturer narrative:
H3: product analysis: evaluation determined overheating the device was tested and the temperature rise was measured to be > 27°f. The likely cause of failure could not be determined. It was also noted motor is noisy. This regulatory report is being submitted due to a retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.